Manufacturer narrative:
E1. Additional contact: (B)(6).

Event description:
A complaint was received regarding a surplug® micro clear in which it was stated there was leakage during patient use. "On the third day of use. After performing a saline lock and maintaining the IV line, the infusion set was connected to administer a sleep aid. After the administration of the sleep aid was complete, a saline lock was performed again, at which point leakage occurred from the adhesive joint in the middle of the central line. Upon checking the sheets, there was evidence that the sleep aid had also leaked. Subsequently, the hospital investigated the circumstances of the leakage. No leakage was observed when the IV line was open, but leakage from the adhesive joint was confirmed when the line was occluded."

Manufacturer narrative:
Investigation summary: a series of photos were shared by the customer, where a damage at the seal of the microclave and a leak from the seal is noted, no additional damage or anomalies were noted. One (1) used. List #ir-1s, surplug¿ micro clear was returned for evaluation. As received some damage at the top of the seal was noted, no additional damage or anomalies were visible noted. No mating device was returned for evaluation. The returned set was primed and a leaks was noted. The micro clear was dissembled and the spike was found to be slightly bent and a tear at the top that propagated at the side was noted. Complaint of leaks can be confirmed. The probable cause is typical due to access with an incompatible mating device during use. The dfu states: the clave/microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
D9 - date returned to MFR: 2/19/2026.

Event description:
They confirmed that no leakage was observed while the line was patent, but when the line was in an occluded state, fluid leakage was observed from the bonding area. One (1) actual sample was received. Upon closely checking the actual sample, a tear was confirmed extending from the top surface to the side surface. Our in-house three-way cock was connected to the end portion of the actual sample, then our in-house 10ml syringe (filled with water) was connected to the three-way cock. When we pressed the syringe plunger, leakage was confirmed at the top surface of the connector. (Leakage was also confirmed at a gap between the valve and the housing.) A computed tomography (CT) inspection was performed. The result recorded deformation in the inner conduit. The event occurred during infusion, and it was not detected prior to direct patient use. The involved device was used for 3 days. The involved matting devices were nipro¿s open-end extention tube, nipro syringe. There was no blood loss, unprotected chemo exposure, delay in critical therapy, adverse operator consequences and med/surg intervention required. The device was replaced with no further problems encountered. The involved device is available for investigation. Same lot device and mating device samples are not available for investigation. A sample photo was provided showing close-up view of the device. There was patient involvement but no adverse event and harm.